Event description:
It was reported that the customer performed back to back blood glucose tests. The results were 478 & 237mg/dl. The reporter also stated that on a different day back to back tests were performed and the result were 538, 350, & 237mg/dl. The customer was not having symptoms of high blood glucose. No treatment or actions were taken based on the results. A request was made for the return of the suspect device and replacement product was sent.